Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: were the difficulties with adjusting knobs difficult while trying to close the stapler prior to firing? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. The following information has been requested. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Were the difficulties with adjusting knobs difficult while trying to close the stapler prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device?

Event description:
It was reported that circular staplers were used during a low anterior procedure, and according to the pa, the stapler was difficult to open prior to use. After firing, they also had difficulty removing the stapler from the rectum, resulting in bowel perforations that required repair during the procedure.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.